Event description:
It was reported that the customer passed out a few times. Customer had not gotten up to eat. Customer went through a whole box of sensors. Customer stated that the readings are not even close, they are 60 points off. Customer stated there on a previous sensor, there was excessive bleeding. Customer stated that the sensor did not stick. Customer's blood glucose level was 42 mg/dl. Customer treated with food and glucose tablets. Customer was not admitted as an inpatient for medical treatment. Customer was advised to speak to her health care professional regarding the low blood glucose levels. Customer was also advised to monitor the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).